Event description:
Customer reported experiencing inaccurate high results with a fasttake meter. Their blood glucose result was 240 mg/dl and 151 mg/dl on the lab. Tests were done within 10 minutes with a difference of 59%. They did not experience any adverse events.